Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a medwatch report, (B)(4), reporting that the bubble sensor alarmed during a case. The customer reported that the alarm resulted from a kink in the tubing in the sensor, which was the result of a user error. The customer reported that the event was not attributed to the device. During on-site testing, the sorin group representative confirmed the functionality of the device. No problems with the bubble sensor were found. The service representative completed a preventive maintenance service on the s5 system and confirmed the machine was functioning as expected. The system was returned to service and no further complaints regarding this device have been reported. Risk management has been contacted for additional info and pt status. The investigation is on going, a follow-up report will be filed when the investigation is complete.

Event description:
.